Manufacturer narrative:
(B)(4). It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It was also reported that the proglide device was used in a moderately calcified vessel. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, preclose placement of the suture was attempted using the preclose technique in the moderately calcified right common femoral artery (rcfa) using a proglide device. The arteriotomy was 8f. Reportedly a cuff miss occurred with three proglide devices. Another proglide device was used and the access site was successfully closed achieving hemostasis. Another puncture was made a little higher in the rcfa. The sutures of two additional proglide devices were placed successfully using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the tavi procedure. When the tavi procedure was completed, the two successfully placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.